Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following data was provided: (B)(6) 2021 sid (B)(6) initial result = (B)(6) mmol/l, repeat = (B)(6) mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following data was provided:15nov2021 sid (B)(6) initial result = 119 mmol/l, repeat = 142 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and device history records review. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. A review of the alinity (B)(6) instrument logs indicate that cuvette # 177 may be damaged or intermittently affected. Ict measurements, while not optical, may be impacted if cuvette integrity, cleanliness or positioning issues are present. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict module was identified.